Event description:
The customer reported that when they booted up the system it didn't operate properly. The system showed (B)(4) screen and instructed user to press 'f4' to move forward, 'f10' to continue and then 'save and exit' regarding changes. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an over the phone evaluation. The customer will contact ge with a purchase order number for an on site evaluation as the batteries need to be evaluated. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.